Event description:
Caller reported that pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose. No further action was needed, and the caller understood the instructions provided.